Event description:
A surgeon reported the cannula detached from the trocar and remained in the eye when the surgeon tried to pull the trocar cannula out. As a result, a choroidal detachment occurred. Additional information was received from a company sales representative indicating the issue was with the hub disconnecting from the stainless steel cannula (green hub with cannula that comes with blade). The green plastic parts were displaced to the center of the cannula. Because of this, the shaft length in the eye was too short and the infusion flowed under the choroid resulting in the choroidal detachment. Additional information was requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).